Event description:
An event involved a tego¿ connector reported that during the disconnection of the venous line at the end of a dialysis session, the valve of the tego cap partially externalized, caused air to enter the catheter. The line was clamped immediately, which limited the incident to the aspiration of 1.2 cc which means cubic centimeters of air. No major clinical consequences were observed. The tego cap was replaced. There was unknown patient involvement, and unknown reported harm.

Manufacturer narrative:
The device has been requested for evaluation however a device history review should be performed, and a supplemental report will be submitted.